Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. Transseptal access was achieved using a versacross fixed sheath. Mapping of the left atrium was performed through the versacross sheath using a non-boston scientific mapping catheter. Upon completion of the mapping, the hd grid catheter was removed from the fixed sheath. The physician then exchanged the versacross fixed sheath over the versacross wire with the first faradrive sheath. Following the exchange, the farawave catheter and guidewire were advanced to a position just beyond the handle of the first faradrive sheath. Aspiration was performed using a 20 ml syringe, during which air bubbles were observed in the syringe. A second aspiration attempt was made with the farawave catheter in the same position, again resulting in visible air bubbles in the syringe, though no air was introduced into the patient. As a precaution, the physician removed the farawave catheter and exchanged the first faradrive sheath over the versacross wire with a second faradrive sheath. No issues were encountered with the second sheath, and the procedure was completed successfully without any complications. The device is not expected to be returned for analysis due to disposal. It was further reported: prior to air bubbles being observed in aspiration syringe during aspiration - versacross wire and faradrive dilator were inside the sheath. At the time of air being observed in the aspiration syringe during aspiration - farawave 2.0 nav 31 mm/merit medical 0.035 x 180 rosen wire were inside the sheath. The guidewire was just at or inside the tip of the farawave. No other issue has been reported.